Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's stats pin vt unit; centrifugal contents escaped the centrifuge; and a technician standing 10 feet away was struck by the broken rotor. There were no report of the operator requiring medical intervention. According to the distributor, its customer elected not to return the unit for further evaluation.